Manufacturer narrative:
(B)(4). The device was not returned to baxter for evaluation. Therefore, an evaluation could not be completed. If the device is returned, an evaluation will be completed and a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had an intermittent keypad output. It was also reported there was no patient involvement.

Manufacturer narrative:
(B)(4) baxter received and evaluated the device. The device was found to be in specification in relation to the intermittent keypad response, which was not reproduced or confirmed. The keypad was found to function without issue. The keypad was replaced due to the invasive nature of testing. This MDR was initially reported due to the absence of information. Upon review of this evaluation, it was concluded that the reported malfunction could not be confirmed and this event is determined to not be a reportable event. Manufacturer report number 1314492-2016-02433 can be removed from the FDA database.